Event description:
It was reported to boston scientific that following the cannulation of papilla of vater, there was no electric current to accomplish the papillotomy. The procedure was completed with another same device. The pt is reported to be "stable".